Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that she had multiple high blood glucose level incident and had bent cannula when removed the cannula. Her blood glucose was 33 mmol/l at the time of the event, had vomiting and she self-treated herself with insulin pen and was hospitalized due to high blood glucose level. Her blood glucose level was 33.3 mg/dl at the time of hospitalization and the cause of hospitalization as per the health care professional was high blood glucose and ketones. She was hospitalized for more than two days and was still in the hospital at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.